Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported seeing wires coming loose at the bottom of the permanent cautery spatula. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wires coming loose at the bottom is confirmed with the following clarification: drive cables are broken. One yaw cable is broken at the distal end of the hypotube. Instrument was disassembled to find intact cables fraying where they exit the hypotube. Evidence not conclusive, but cable failure in this location is typically associated with improper cleaning. Additional observation not reported by site is a broken pitch cable, missing conductor cap, and missing flush tube. One pitch cable is also broken at the distal end of the hypotube. Not typical for more than one cable to break. Conductor cap is missing from distal end and yaw pulley boss that retains cap is broken off. Housing was removed to find flush tube missing from backend. Luer plate is still installed, but flush tube may have been pulled out during cleaning process. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.